Event description:
It was reported that the patient died. A 1.25mm rotapro was selected for use in an atherectomy procedure. During the procedure, the burr became stuck in the 6f non-boston scientific guide catheter. It was noted that the guide catheter kinked. The patient had a st-elevation myocardial infarction (stemi) and deteriorated after the guide catheter was replaced. The procedure was not completed, and the patient expired. The physician believes that the stemi caused the patient to deteriorate and that it was not related to the rotapro device.